Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable jacket was frayed. The device needs the cable replaced to resolve the damage issue. (B)(4).

Event description:
It was reported the rf (radio frequency) head cable is frayed. The rf head was returned for repair. There was no patient involvement indicated.